Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: g3: report source: user facility.

Event description:
Report 3 of 10: it was reported that during use of the bd phoenix¿ pmic-107, a false vancomycin resistant staph aureus result was given. All were susceptible on etest. There was no reported impact to patients.

Event description:
Report 3 of 10: it was reported that during use of the bd phoenix¿ pmic-107, a false vancomycin resistant staph aureus result was given. All were susceptible on etest. There was no reported impact to patients.

Manufacturer narrative:
There were multiple PMA/510k numbers: g.5. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 10: it was reported that during use of the bd phoenix¿ pmic-107, a false vancomycin resistant staph aureus result was given. All were susceptible on etest. There was no reported impact to patients.

Manufacturer narrative:
Investigation summary: this complaint is for false resistant patient vancomycin results with s. Aureus results when using phoenix panel pmic-107 (catalog number 448417) batch number 3311798. The customer did not provide panel returns, or isolate returns, but did provide phoenix generated lab reports for the investigation. To investigate, retention panels from the complaint batch were inoculated with in house isolate s. Aureus (a29213) and placed in a phoenix m50 for va mic results. In addition, one control panel from the same material but different batch was inoculated with in house isolate s. Aureus (a29213) and placed in a phoenix m50 for va mic results. Results of the test show all panels returned the expected results for va. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. A review of complaints revealed one other complaint on this batch, related to this defect and unconfirmed. Bd will continue to monitor for trends and take action as necessary.